Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the upper plate of the elevator inner tube. Due to the type of failure mode occurring, the affected component is being returned to parent company for more in-depth analysis as to root cause. Investigations conducted so far show the reported failure rate to be extremely low. CAPA 0014 was opened to properly investigate the root cause and formulate a corrective action. Unit was reported to have been repaired and returned to end-user with no further reports being noted. Upon completion of CAPA 0014, a follow-up MDR will be submitted.

Event description:
Received report that end user contacted their service provider to report the seating system leaned forward while he was driving. During service, it was noted that the material of the top plate on the elevator inner tube was starting to tear around the weld.